Event description:
A caller reported an alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge and resumed insulin delivery using humalog. The case was subsequently closed by technical support as no further assistance was necessary and there were no frequent or recurring occlusion issues.